Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 5.0mmx40mmx135cm (4f) sterling was advanced for dilatation. However, during initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.